Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-jan-05 reporting that electrode 7 was being used as part of the program upon initial interrogation on 2017 (B)(6). The manufacturer representative programmed around electrode 7 because they thought that by using it, it would cause the battery to drain too fast. The manufacturer representative spoke with the patient about keeping good coupling bars during the duration of the recharging session and to charge more often to avoid longer recharge intervals. When the manufacturer representative met with the patient again on 2018 (B)(6) it was determined through the battery logs that the patient averaged 6 coupling bars and over an hour of charging every 2 days. The patient was currently going to log the depletion percent of the battery between recharge sessions as well as the recharge duration. Before the patient¿s current battery replacement 1 year ago the patient had the same settings and charged once a week. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a manufacturing representative (rep) regarding a patient with an implant table neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient was having to charge too often. The patient was having to recharge every couple of days. The recharge data on the clinician programmer showed 1.6 hours every 2.4 days with 6 bars. On (B)(6) 75% 1.6 hrs, (B)(6) 75% 1.6, (B)(6) 50% 0.5, (B)(6) 75% 3.1. It was reported impedances were in the range of 516 to 924 ohms, but electrode 7 was greater than 20k ohms. The patient couldn¿t tolerate 3 volts for the impedance check. The recharge interval calculations showed: 4.5volts 420 pw 672 ohms 60 hz 2 anodes, 2 cathodes 2.5 volts 270 pw 439 ohms 1 anode, 3 cathodes 9.63 days bol, 8.11 days eol. Technical services looked at the patient¿s recharger data, but there wasn¿t enough data to get a sense of how low the patient got before starting to recharge again. It was noted that coupling was around three to four bars. Technical services told the rep to have the patient charge their ins when it was down to a quarter charge and to monitor it and then to meet with them again to see if they could get better data gained. It was indicated that the patient¿s therapy was fine for the patient other than recharging longer than the previous implant and the battery depleting quicker. It was also suggested that the rep get a manufacturer data file next time. It was reported that the issue had been occurring since implant ((B)(6) 2016). The recharge data file was received. Additional information was received from the manufacturing representative (rep) on 2018-01-04, reporting that one of the patient's electrode impedances were bad and that was draining the patient's battery, so they reprogrammed the patient, but this did not resolve the issue. The rep also clarified they were notified of the issue on (B)(4) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that the battery was replaced due to a number of issues she was having including premature battery depletion, not holding a charge, and taking 6+ hours to charge each time. The patient said this began 3 days after implant. No known environmental or external factors were said to have led to the issue. The battery was interrogated and impedances were read. No further complications were reported.